Event description:
The customer reported erroneously elevated bunm (urea nitrogen) results, for five patients, on two separate days, involving the unicel dxc 600 synchron system. Subsequent analyses of the patients' samples, on two alternate unicel dxc 800 instruments, recovered lower results. The erroneous results were released out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. While on site, the fse observed carryover issue with reagent probe b. The fse replaced the reagent probe and the reagent probe wash collar to resolve the issue. The fse completed performance verification tests and all results passed within specifications. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This is report two of two referencing the event date noted.

Manufacturer narrative:
Wash collar. This medwatch report is related to MDR 2050012-2013-00200.